Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure of the remote alarm connector was observed. The remote alarm connector was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. There was no patient harm or injury reported.